Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 24.8 mmol/l (446.4 mg/dl) with ketones present, while wearing the pod on the abdomen. Multiple corrections were administered using the pod, but the patient¿s bg levels did not decrease. The patient was unsure if the cannula was properly inserted into the site and upon removal it was found to be bent. A manual insulin injection of 6 units was administered to treat the hyperglycemia.